Manufacturer narrative:
Correction: h6 component code previously reported as 3079 - patient lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with recorded episodes of ventricular pacing inhibition recorded by the implantable cardioverter defibrillator. Myopotential oversensing was suspected the source of oversensing. Upon in-clinic elevation over-sensing was not reproducible. Programming interventions were made. The patient was asymptomatic